Manufacturer narrative:
An investigation is currently underway which includes a review of the instrument log files the customer provided. The cause of this event is unknown.

Event description:
Customer reported a discrepant high na+ (sodium) result on their rp500e instrument compared to retesting of a new sample on a non-siemens lab instrument.there is no report of injury due to this event.